Manufacturer narrative:
The reported events of rapid power draining of bat311390 and bat311392 could not be confirmed. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis was not conducted since log files were not available. Analysis of the devices could not be performed since the devices were not returned for evaluation. Per the instructions for use (IFU): the controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual also include a warning to keep spare, fully charged batteries and back up controller available at all time. Users are instructed to return any damaged components to heartware. Users are cautioned to charge depleted batteries within 24 hours to avoid permanent battery damage and to store batteries at room temperature. Any observed damage would be mitigated by the exchange of this component for another one. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery - bat313392 / 1650 / manufacturing date: 01/31/2016 / expiration date: 01/31/2017 (B)(4).

Event description:
It was by the patient to the vad coordinator, that two batteries when connected to either power port, drained to critical battery when fully charged within an hour. All connections checked and secured. The batteries were removed and replaced.